Event description:
Stabbing contraction constant pain in pelvic area and lower back, memory fog, constant high pitched ringing in both ears, neurological problems - peripheral neuropathy, inability to type, numbness in legs, multiple falls, radiculopathy, fibromyalgia, acute hyponatremia on several occasions including several overnight stays in hospital, hypomagnesemia, adenomyosis, hypokalemia, intraperitoneal abcess, pelvic abcess, rectocele, postmenopausal atrophic vaginitis, incontinence without sensory awareness, intrinsic sphincter deficiency, mixed incontinence urge and stress, other chronic cystitis, multiple uti's, slowing urinary stream, urinary urgency, voiding difficulties, retention of urine, pelvic mass, granulation of tissue in vaginal vault, female stress incontinence, depression, gad, ptsd, plantar fasciitis, excessive thirst, high blood pressure, several hospitalizations while essure was in place, problematic hysterectomy requiring blood transfusion - 4 units - development of 3 hematomas in the pelvic area resulting in a drain inserted thru the vaginal wall thru surgery for 2 weeks to drain, pain management first set of cortisone injections, rising ast level, forgetfulness, trouble with word recall, 30% loss of hearing in both ears.

Event description:
Additional info received from the reporter on (B)(6) 2014: feel worthless, alone, not happy about anything. No one will believe me about pain, depression, mental fog, don't trust medical field, doctors, nurses, procedures, feel like I am crazy, lack of interest in intimacy, don't want to be around anyone. My heart races, feel like walls are closing in, pulse accelerates, cannot shut mind off to sleep, dizzy, sweaty, almost out of body. Can't shut mind off - thinking about the pain, trying to figure out what is causing the pain and other health issues. Deep muscle pain and soreness, morning stiffness, flu-like aching radiating pain, sensitivity to touch, problems sleeping fatigue, difficulty thinking clearly, also known as "fibro fog"difficulty performing everyday task stress and anxiety depression migraine headaches. Constant jabbing pain in lower back, nothing helped ease it up. Extreme bleeding, pain and horrendous bloating. Extreme tired, pale, lack of bowel movements, low hemoglobin counts. #medwatcher #mw156509.